Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not powering on. The field service engineer (fse) confirmed that the device had power and began troubleshooting. The fse disconnected the pyxibus cable to the drawers and identified auxiliary half-height cubie drawer 1.2 as the source of the issue. The fse replaced the drawer board and rebooted the device. After reboot, the fse verified that the medstation was operational. The customer was able to log in and access the drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis was not powering on and screen was off. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.